Event description:
It was reported by svc report that the customer alleged that the head section release bar was broken. The broken release bar could potentially prevent the head section from locking in the upright position. MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head section release bar. MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.